Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. . Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that needle precisionglide 30x1/2in was clogged during use. The following information was provided by the initial reporter: customer informs that when applying the insulin does not come out, said that the needle seems to be clogged. She informed the lot number that was in the package, but she was not sure if this was the one, because she said she took the needles out of the package and did not know if it was the same. She also said that she will no longer use this needle, as she does not feel comfortable using it.

Event description:
It was reported that needle precisionglide 30x1/2in was clogged on 3 occasions during use. The following information was provided by the initial reporter: customer informs that when applying the insulin does not come out, said that the needle seems to be clogged. She informed the lot number that was in the package, but she was not sure if this was the one, because she said she took the needles out of the package and did not know if it was the same. She also said that she will no longer use this needle, as she does not feel comfortable using it. 07/15/2020: customer reported that she observed the occurrence in 3 units, also provided contact information.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that needle precisionglide 30x1/2in was clogged on 3 occasions during use. The following information was provided by the initial reporter: customer informs that when applying the insulin does not come out, said that the needle seems to be clogged. She informed the lot number that was in the package, but she was not sure if this was the one, because she said she took the needles out of the package and did not know if it was the same. She also said that she will no longer use this needle, as she does not feel comfortable using it. 07/15/2020: customer reported that she observed the occurrence in 3 units, also provided contact information.